Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(4), batch: 8444898.

Event description:
It was reported that the patient had 2 leads added to their current system due to ineffective stimulation on (B)(6) 2023. No product was explanted. The investigation did not determine which lead resulted in ineffective stimulation.